Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger.

Event description:
A consumer implanted for other chronic/intract pain (trunk/limbs) reported the recharger belt broke. It was further reported the implantable neurostimulator (ins) was in an odd location, near the armpit but above the breast, so they should fashion their own belt. No out of box failure was reported. No patient symptoms were reported.